Event description:
It was reported that a conical extractor broke and an unknown cortical screw stripped and was left in the patient¿s bone during a planned right tibia hardware removal in preparation for a total knee implant. The surgeon experienced difficulty with screw head engagement in using the screw removal set. As the surgeon was trying to back out a cortical screw, part of the extractor broke off at the level of the screw head. The broken piece of extractor was left in the soft tissue. The cortical screw head stripped and the screw was left in the bone. The removed unknown hardware included all previously implanted fully intact proximal and distal locking screws, one 4.5mm lateral tibia plate and one 4.5mm cortical screw. The head of second cortical screw which became stripped during the procedure was removed but the shaft remains implanted, therefore, this device is not considered to have been explanted. It was also reported that a previously implanted bone stimulator was not explanted from the patient during this procedure. The reported issues resulted in a 15 minute surgical delay. This report is for one, unknown cortical screw. (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). This report is for one, unknown cortical screw. Part and lot numbers were not provided by reporter. Device shaft was left in patient so is not considered to have been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.